Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy and painful bleeding") and benign neoplasm ("tumor / teratoma / cancer type: benign 5 lb tumor") in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she did not undergo an essure confirmation test.". In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), amnesia ("memory loss"), fatigue ("fatigue,"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux,") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding menorrhgia") and migraine ("migraines"). In (B)(6) 2012, the patient experienced vaginal infection ("infection vaginal"). In february 2014, the patient experienced cluster headache ("neurological conditions or problems type: cluster headaches") and headache ("headaches"). On (B)(6) 2014, the patient experienced benign neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dry skin ("dry patches"), back pain ("back pain"), pruritus ("itching"), abdominal pain ("abdominal pain") and eczema ("rashes or skin conditions type: eczema on certain parts of leg,"). The patient was treated with surgery (underwent hysterectomy and with removal of the essure device). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dry skin, back pain, pruritus and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, amnesia, eczema, cluster headache, benign neoplasm, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, benign neoplasm, cluster headache, dry skin, eczema, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight: 155 lbs. Approximate weight at the time of essure placement: 135 lbs diagnostic results: (B)(6) 2014 surgical pathology report clinical information: dysfunctional uterine bleeding specimen: uterus, cervix and bilateral tubes diagnosis: a. Uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 265 gram uterus with secretory type endometrium adenomyosis. Right and left fallopian tube without significant abnormality. Mild chronic cervicitis. Negative for malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 3-aug-2018: new pfs +mr received- new events added: abnormal bleeding (vaginal, menorrhagia),infection vaginal, anxiety, memory loss, eczema on certain parts of leg, cluster headaches, benign 5 lb tumor, fatigue, weight gain, acid reflux, hair loss, and she did not undergo an essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), genital haemorrhage ('heavy and painful bleeding') and benign neoplasm ('benign 5 lb tumor') in a 39-year-old female patient who had essure (batch no. 627307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep apnea, breast lump removal, appendectomy, breast biopsy and barrett's oesophagus. Concurrent conditions included fibroids, cervical pap smear abnormal, irregular menstruation, vaginal odour, vaginal discharge, postoperative abscess, urinary tract infection and uterine leiomyoma. Concomitant products included ciprofloxacin (cipro 500 mg), ethinylestradiol;norethisterone (balziva), lidocaine (xylocaine), metronidazole benzoate (flagyl) and naproxen. On (B)(6)2008, the patient had essure inserted. In (B)(6)2009, the patient experienced anxiety ("anxiety / psychological or psychiatric problems - condition: anxiety"), amnesia ("memory loss / psychological or psychiatric problems - condition: memory loss"), eczema ("eczema on certain parts of leg,"), fatigue ("fatigue,"), gastrooesophageal reflux disease ("acid reflux") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2012, the patient experienced vaginal infection ("infection vaginal"). In (B)(6)2014, the patient experienced cluster headache ("cluster headaches") and headache ("headaches"). On (B)(6)2014, the patient was found to have benign neoplasm (seriousness criterion medically significant), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dry skin ("dry patches"), back pain ("back pain"), pruritus ("itching") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic assisted- total laparoscopic hysterectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage, dry skin, back pain, pruritus and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, amnesia, eczema, cluster headache, benign neoplasm, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, benign neoplasm, cluster headache, dry skin, dysmenorrhoea, eczema, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 155 lbs. Approximate weight at the time of essure placement: 135 lbs insertion date discrepancy noted: (B)(6)2006, (B)(6)2008. 3 coils on left and right. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6)2008: pregnancy test was negative. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Pathology test - on (B)(6)2014: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 265 gram uterus with secretory type endometrium adenomyosis. Right and left fallopian tube without significant abnormality. Mild chronic cervicitis. Negative for malignancy.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, genital hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain'), genital haemorrhage ('heavy and painful bleeding') and benign neoplasm ('benign 5 lb tumor') in a 39-year-old female patient who had essure (batch no. 627307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleep apnea, breast lump removal, appendectomy, breast biopsy and barrett's oesophagus. Concurrent conditions included fibroids, cervical pap smear, irregular menstruation, vaginal odour, vaginal discharge, postoperative abscess, urinary tract infection and uterine leiomyoma. Concomitant products included ciprofloxacin (cipro 500 mg), ethinylestradiol;norethisterone (balziva), lidocaine (xylocaine), metronidazole benzoate (flagyl) and naproxen. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced anxiety ("anxiety / psychological or pscychiatric problems - condition: anxiety"), amnesia ("memory loss / psychological or pscychiatric problems - condition: memory loss"), eczema ("eczema on certain parts of leg,"), fatigue ("fatigue,"), gastrooesophageal reflux disease ("acid reflux") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhgia"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced vaginal infection ("infection vaginal"). In (B)(6) 2014, the patient experienced cluster headache ("cluster headaches") and headache ("headaches"). On (B)(6) 2014, the patient was found to have benign neoplasm (seriousness criterion medically significant), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dry skin ("dry patches"), back pain ("back pain"), pruritus ("itching") and abdominal pain ("abdominal pain"). The patient was treated with surgery (robotic assisted- total laparoscopic hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dry skin, back pain, pruritus and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, amnesia, eczema, cluster headache, benign neoplasm, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, migraine, headache and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, benign neoplasm, cluster headache, dry skin, dysmenorrhoea, eczema, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 155 lbs. Approximate weight at the time of essure placement: 135 lbs insertion date discrepancy noted: (B)(6) 2006, (B)(6) 2008. 3 coils on left and right. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2008: pregnancy test was negative. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pathology test - on (B)(6) 2014: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 265 gram uterus with secretory type endometrium adenomyosis. Right and left fallopian tube without significant abnormality. Mild chronic cervicitis. Negative for malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, genital hemorrhage. Most recent follow-up information incorporated above includes: on 14-aug-2019: pfs and mr received: lot number was added. New event "dysmenorrhea (cramping)" was added. Reporter information, medical history, concomitant drug and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain"), genital haemorrhage ("heavy and painful bleeding") and benign neoplasm ("tumor / teratoma / cancer type: benign 5 lb tumor") in a 43-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she did not undergo an essure confirmation test.". In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), amnesia ("memory loss"), fatigue ("fatigue,"), weight increased ("weight gain"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: acid reflux,") and alopecia ("hair loss"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding "menorrhagia"") and migraine ("migraines"). In (B)(6) 2012, the patient experienced vaginal infection ("infection vaginal"). In (B)(6) 2014, the patient experienced cluster headache ("neurological conditions or problems type: cluster headaches") and headache ("headaches"). On (B)(6) 2014, the patient experienced benign neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dry skin ("dry patches"), back pain ("back pain"), pruritus ("itching"), abdominal pain ("abdominal pain") and eczema ("rashes or skin conditions type: eczema on certain parts of leg,"). The patient was treated with surgery (underwent hysterectomy and with removal of the essure device). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, dry skin, back pain, pruritus and abdominal pain had resolved and the vaginal haemorrhage, menorrhagia, vaginal infection, anxiety, amnesia, eczema, cluster headache, benign neoplasm, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, migraine and headache outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, benign neoplasm, cluster headache, dry skin, eczema, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight: 155 lbs. Approximate weight at the time of essure placement: 135 lbs. Diagnostic results: (B)(6) 2014 surgical pathology report. Clinical information: dysfunctional uterine bleeding. Specimen: uterus, cervix and bilateral tubes. Diagnosis: a. Uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: 265 gram uterus with secretory type endometrium adenomyosis. Right and left fallopian tube without significant abnormality. Mild chronic cervicitis. Negative for malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and pelvic pain. Most recent follow-up information incorporated above includes: on 3-aug-2018: new pfs +mr received- new events added: abnormal bleeding (vaginal, menorrhagia),infection vaginal, anxiety, memory loss, eczema on certain parts of leg, cluster headaches, benign 5 lb tumor, fatigue, weight gain, acid reflux, hair loss, and she did not undergo an essure confirmation test were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy and painful bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dry skin ("dry patches"), back pain ("back pain"), pruritus ("itching") and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent hysterectomy and with removal of the essure device). Essure (ess205) was removed in 2014. At the time of the report, the pelvic pain, genital haemorrhage, dry skin, back pain, pruritus and abdominal pain had resolved. The reporter considered abdominal pain, back pain, dry skin, genital haemorrhage, pelvic pain and pruritus to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.